Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: threads peelled. It was reported that during the surgery, noted the thread of bolt was peelled (as the attached photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthes; however, a photo was provided for review. See attachment (B)(4). The photo investigation revealed that the distal threads of the pfc sigma fem stem bolt appear to be cross-threaded. With the evidence provided, a fracture of the device could not be observed. A manufacturing record evaluation was performed for the finished device [960770 / m71g72] number, and no non-conformances / manufacturing irregularities related to the complaint condition were identified. With information provided, a specific root cause cannot be established. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences during the surgical process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. For detailed instructions on the assembly process, please refer to the sigma revision surgical technique manual, section implant assembly ¿ sigma femoral adapter (pages 51¿52). As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pfc sigma fem stem bolt would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [960770 / m71g72] number, and no non-conformances / manufacturing irregularities related to the complaint condition were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, noted the thread of bolt was peeled. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.